Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that, since (B)(6) 2014, the customer had trouble with low blood glucose. The customer's had difficulty maintaining his blood glucose and blood pressure in normal range. The caller stated that the customer had kidney failure, heart disease, stroke, and infection. In (B)(6) 2015, the customer had a stroke. Then, in (B)(6) 2015, had a heart attack, was placed in a rehab facility. His blood pressure was never high enough for him to sit or stand, or perform the rehab tasks. So, he was transferred to a hospital. In (B)(6) 2015, the customer had memory difficulties and complained of pain in his leg. Tests revealed a clot in his leg. Amputation was performed, after which sepsis set in and spread to the rest of his body. The customer passed away in the hospital, on (B)(6) 2015, from sepsis and cardiac arrest. The customer was not wearing the insulin pump at the time of death; had been disconnected wince (B)(6) 2015. The caller does not know where the insulin pump is.